Manufacturer narrative:
Samples have not yet been received for eval. The device history records (DHR) for the two possible lots were reviewed. Functional penetration test values for the lots met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A customer reported that the knife contained within the customer pak was almost blunt and could not penetrate the cornea safely. A new knife was used and the incision was completed with no pt harm.